Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) was hospitalized after receiving thirteen shocks for ventricular arrhythmias. Upon review of electrogram (egm) it was noted that the atrial amplitude was small and as a result, atrial undersensing was occurring. The atrial sensitivity is currently programmed to the most sensitive setting. The device is programmed permanently in vvir mode. Technical services (ts) provided the health care professional (hcp) with troubleshooting and programming options. The patient has since been followed up via remote monitoring. The device system remains in service. No additional adverse patient effects were reported.